Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds had post-operatively risen and the lead was not capturing. Output was inc reased which resulted in diaphragmatic stimulation and only intermittent capture. The lead was programmed off and remains in the patient. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.